Event description:
Before the sterile pouch of super torque plus (5.2f jl4: complaint product) was opened, the physician confirmed the surface approximately 5cm from the distal tip to be peeled. Therefore, the physician did not open the super torque plus. The product was not clinically used in the patient and will be returned for analysis. There were five products contained in the same outer box. One was already used and the other three have not been used. No anomaly was reported regarding these four products. There was no damage to the outer box. The device was stored as per normal.

Manufacturer narrative:
Before the sterile pouch of super torque plus (5.2f jl4: complaint product) was opened, the physician confirmed the surface approximately 5cm from the distal tip to be peeled (please see the attached picture). Therefore, the physician did not open the super torque plus. The product was not clinically used in the patient and will be returned for analysis. There were five products contained in the same outer box. One was already used and the other three have not been used. No anomaly was reported regarding these four products. There was no damage to the outer box. The device was stored as per normal. One sterile cath f5.2st+ jl 4 100cm diagnostic catheter was received folded into a pouch. The catheter does not present kinks or flat areas. Only present, at 5 cm from the end tip, a peeling section (50 mm approx.) And in the other side at the same distance, present a scratch section. No additional anomalies were found. Sem analysis results showed evidence of peeling and severe scratching on the catheter surface. Due to the surface characteristics, it is possible that the peeling was caused by a sharpened tool; there was also evidence of a path left by an apparently pointed tool. It was not possible to determine what kind of object or tool caused the severe abrasions. The exact cause of the peeling could not be conclusively determined. A meeting with the dx line 3 pet was held in order to inform about the failure on this complaint. The production associates were alerted about this complaint and the failure on the catheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the costumer as 'surface approximately 5cm from the distal tip to be peeled' is confirmed, due to the catheter as a peeling. However the exact cause for the condition of the catheter could not be determined. Due to the device being returned in the sterile package, it is assumed that the unit left the manufacturing plant in this condition and for that reason is considered manufacturing related. As a result an investigation was initiated for this non conformance.

Manufacturer narrative:
This device was returned for analysis but the engineering report is not yet available but will be submitted within 30 days upon receipt.